Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use mdi as a backup therapy to ensure insulin delivery continued uninterrupted. Technical support arranged for a replacement pump to be sent and instructed the customer to return the malfunctioning pump using a provided return box and pre-paid label within 10 days.